Manufacturer narrative:
Evaluation of the returned first pod8 revealed an undamaged and functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration lantern without issue. The reported pod8 stuck inside the lantern during the procedure could not be confirmed. Evaluation of the returned second pod8 revealed a functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration lantern with resistance due to the kink in its pusher assembly. The kink in the pusher assembly was likely incidental to the complaint and may have occurred during packaging for return. The reported pod8 stuck inside the lantern during the procedure could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00646.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed five pod coils into the target vessel using the lantern. While advancing another pod coil through the lantern, the pod coil became stuck. The physician then re-sheathed the pod coil and attempted to readvance the pod coil through the lantern; however, the same issue occurred. Therefore, the pod coil was removed. Later, while advancing another pod coil through the lantern, the pod coil became stuck. The physician then re-sheathed the pod coil and attempted to readvance the pod coil through the lantern; however, the same issue occurred. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.